Event description:
The distal 1.5cm of the teleport microcatheter fractured during use. A stent was deployed to entrap the fragment against the vessel wall. The patient was stable and was discharged. The facility declined to return the device. Csi ID: (B)(4). The following information was received from a csi sales rep on 9/10/2021: what's this teleport product used for during the procedure? Was it used for the coronary or peripheral vasculature? Coronary. Where was the lesion location? Rca what was the lesion type and status? Cto could you please provide the information on the associated device guide wire used during the procedure? Na was any resistance or friction felt during the procedure? No how did the product fail? Would you please provide more detail description on the failure process? Tip fell off when pulling device out.